Event description:
Per the clinic, the device was explanted (B)(6) 2024, due to extrusion of the electrode lead into the external auditory canal. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site (specific date not reported). Device analysis report attached.